Event description:
It was reported that the atrial lead exhibited low impedance and insulation breach was noted distal to the serial number label. The physician used the medical adhesive and suture sleeve to cover the breach. The patient was stable prior, during and post procedure. The patient presented in the hospital with a vibratory alert post procedure due to low impedance. Upon interrogation, it was noted that the lead exhibited p-wave amplitude variation. The patient was stable and was discharged. The patient will continue to be followed up normally.